Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, inaccurate fill estimates when loading with multiple cartridges. Reportedly, the cartridges were filled with 300 units of insulin. The customer's blood glucose level was 256 mg/dl, and at the time of the call, the customer had not yet addressed bg level. Reportedly, the customer noticed air in the syringe prior to filling the cartridge. Recommendation was made by tandem technical support to filly extract the air prior to filling the cartridge. The customer reloaded the cartridge successfully and received an accurate fill estimate.